Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range. A surgical revision was performed in which the lead was extracted and replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead returned with the helix partially extended. Lead returned severed 88mm from the terminal pin, 2 segments were returned, total length = 580mm, a 10mm mid-body segment of the lead appears to be missing. Cuts noted in the insulation. The poly insulation sleeve is bunched in a couple of places. The rs- ptfe is bunched in several places. Continuity test passed. Allegation was not confirmed through product analysis.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range. A surgical revision was performed in which the lead was extracted and replaced. No additional adverse patient effects.